Event description:
Pt treated in ER for hyperglycemia. Pt reportedly has been "regulating" self with assistance of physician. Pt also reports being sick for last week with flu symptoms. Pump not returned for eval.